Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 334 mg/dl and 155 mg/dl; 550 mg/dl and 198 mg/dl. The comparisons were obtained on the same day, 13 hours apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.